Event description:
The customer reported that the x-ray disabled was on and the system was inoperable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage supply regulator was replaced. The system was then found to be operating as intended.